Event description:
On december 16, 1997, nellcor puritan bennett received a call stating that one of their monitors failed on a pt. The mother found the monitor with a constant loose lead light and no audible alarm. The monitor was in the home for 3 days before the failure occured. No death or serious injury was reported in association with the malfunction.